Manufacturer narrative:
Concomitant products: product ID 3487a, lot# l40980, implanted: (B)(6) 1997, product type lead; product ID 3210, serial# (B)(4), implanted: (B)(6) 1997, product type transmitter; product ID 3272-51, serial# (B)(4), implanted: (B)(6) 1997, product type receiver; product ID 3210, serial# (B)(4), implanted: (B)(6) 1997, product type transmitter; product ID 3487a, lot# n23139a, implanted: (B)(6) 1997, product type lead; product ID 3272-51, serial# (B)(4), implanted: (B)(6) 1997, product type receiver; product ID 3487a, lot# l38573, implanted: (B)(6) 1997, product type lead. (B)(4).

Event description:
It was reported that there was ¿no signal going from the antenna to the patient¿s implantable neurostimulator (ins) located in the patient¿s right hip. It was noted that the signal would ¿not go through.¿ it was noted that the patient¿s healthcare provider (hcp) had ordered an x-ray because ¿maybe the patient had short-circuited.¿ it was noted that ¿it had been really painful¿ for the patient. It was stated that the patient had thought that maybe there was a ¿loose wire.¿ it was noted that the patient¿s issues had been occurring for about a month. It was noted that the patient¿s hcp had instructed the patient to stop using her ins until the x-rays had been taken.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a cat scan was performed that showed two curvatures in the spine and that the leads were broken inside and detached from her spine. The patient was implanted for reflex sympathetic dystrophy and stated that the implant was pushing on her nerves and "messing with her bowels," and that lying flat hurt and they were still in pain. Refer to manufacturing report #3007566237-2014-01826.

Manufacturer narrative:
(B)(4).